Event description:
It was reported that during a lobectomy procedure, the tissue pad was damaged earlier than usual. Also, the device did not function properly. The tissue pad did not fall into the patient. According to the doctor, the adhesion was intense. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results found that the device a was returned in good condition. The device was tested with a generator and was functional. The tissue pad was examined, normal wear was visually seen and 100% present. The device was received with the blade discolored (blue) due to heat generated from contact between the blade and tissue pad. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. The blade was found to be cracked at the discolored (blue). The tissue pad was examined, normal wear was visually seen and 100% present. Possible cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The batch history records were reviewed with no anomalies noted during the manufacturing process.